Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had received a no delivery alarm on the insulin pump. Caller stated that it has not happened again and she has made the adjustment and her daughter's numbers have not been good for the past 7 days. Customer's blood glucose was over 600 mg/dl. Caller stated that the customer's blood glucose was 370 mg/dl at lunch time. Caller was concerned that none of the customer's bolus or basal have gotten into her system. Customer treated with a manual injection. Troubleshooting was performed and the caller found two big spaces of air. Caller stated that it looked like a cylinder in the tubing. Caller stated that there are a bunch of air bubbles in the reservoir. Caller was assisted with removing the reservoir and rewinding the pump. Caller stated that the pump passed the high pressure test. Caller was advised that the pump was working as designed and to do a complete set change.